Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment that the external pulse generator (epg) had a broken output connector. Analysis also noted that the hanger was broken, errors occurred, main printed circuit board (pcb) was out of electrical specification and the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular output connectors. The epg was returned for service. There was no patient involvement.